Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was hospitalized in our facility for the surgical treatment of bladder stones. On (B)(6) 2025, during the operation, the medical staff provided a disposable sterile foley catheter for insertion. The next morning, during routine rounds, the nursing staff discovered that the patient's catheter had slipped out. Upon removal, it was found that the balloon had ruptured, and a replacement was provided with proper catheter insertion.

Event description:
It was reported that the patient was hospitalized in our facility for the surgical treatment of bladder stones. On (B)(6) 2025, during the operation, the medical staff provided a disposable sterile foley catheter for insertion. The next morning, during routine rounds, the nursing staff discovered that the patient's catheter had slipped out. Upon removal, it was found that the balloon had ruptured, and a replacement was provided with proper catheter insertion.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. However, the potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error). A review of the device labelling has been conducted for investigation purposed. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action required at this time. Corrections: d, e. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.